Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the trocar was leaking gas while an unknown instrument was being used. It is unknown what size instrument was being used. The same trocar was used to complete the procedure. No adverse consequences reported.